Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: 2 sample were received. Both came with no packaging flow wrap. One has no tip cap, no saline solution and the plunger rod-rubber stopper is all the way down. The barrel label is partially removed. The other sample has the plunger rod-rubber stopper, tip cap, solution and barrel label. No defects or foreign matter were observed. A clarity test was performed and was accepted. Failure mode could not be duplicated and root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9212795 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: undetermined. Rationale: CAPA not required at this time.

Event description:
It has been reported that the bd¿ syringe 10ml saline fill ce has been found experiencing 30 occurrences of discolored solution before use. The following has been provided by the initial reporter: normal saline look unclear (grey).